Event description:
A ventilator was returned to a third-party service center for service. The device was not in patient use. During the evaluation of the device at the third-party service center, a oxygen proportional valve error code was found in the ventilator's downloaded error log. The device's oxygen blending module harness and oxygen blending module assembly needs to be replaced to address the issue.